Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to the patient experiencing incontinence and atrophy. A new device was implanted. There were no additional patient complications reported.